Event description:
It was reported that a hispanic female patient underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 425c saline breast prostheses that both deflated post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Reason for device explant and/or reoperation: n/a. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. (B)(4).

Manufacturer narrative:
On 23-may-2022, mentor received additional information about the event. An updated implantation date of (B)(6) 2021 was reported. On 31-may-2022, mentor received additional information about the event: an updated event date of (B)(6) 2021 was reported. The patient age at the time of event is 60 years old. The patient underwent explantation of the left breast prosthesis on (B)(6) 2021. The patient underwent explantation of the right breast prosthesis on (B)(6) 2022. Reason for device explant and/or reoperation: breast prosthesis deflation manufacturer¿s reference number: (B)(4).